Manufacturer narrative:
Further information was requested but not received

Event description:
It was reported that the patient's atrial lead exhibited noise. No intervention was made. The patient condition was unknown.